Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-11640. It was reported that the right ventricular lead was not capturing and had impedance measurements exceeding the upper limit. The right atrial lead exhibited intermittent capture, with impedance measurements less than the lower limit. These issues were attributed to leads damage due to clavicular crush. Both leads were capped and replaced on (B)(6) 2019. The patient was stable.